Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box revealed unexplained rebooting events. Battery compartment crack were observed. The battery cap threads were damaged and the returned battery cap was unable to properly secure to the pump; a power issue occurred. A test battery cap was able to be secured to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue with the test cap. There was no evidence of internal moisture ingress.